Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2007. It was reported on (B)(6) 2018 that a pump stoppage occurred and the patient experienced dizziness during the event. The manufacturer¿s technical services representative reviewed the submitted log file and observed pump stoppage secondary to power loss to the device. A percutaneous lead (driveline) replacement was performed post replacement, there were no alarms reproduced. No further information was provided.

Manufacturer narrative:
Manufacture conclusion: the patient remains ongoing on vad support with no further issues reported. Evaluation of the patient¿s submitted log file confirmed a pump stoppage event. The log file which indicated that the patient had a no external power event and total loss of support to the pump. The patient reconnected to power and the system appeared to operate as intended for the remaining duration of the log file. The driveline was returned cut approximately 16.5" from the controller connector. A previous clam shell repair (11-802) was observed on the connection point between the controller connector and external driveline bend relief. Examination of the driveline found a cut in the silicone sleeve at approximately 3¿ and 10.5-13.5¿ from the controller connector. The bionate layer appeared free of damage, however, some metal shield breakdown was observed approximately 2.5-3" from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires under a microscope found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches. Section 1 of the IFU addresses pump speed, power, flow, and pi. Section 2 of this IFU states ¿at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times.¿ section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including no external power alarms) and how to respond to such events. The hmii lvas IFU and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.